Manufacturer narrative:
The date of manufacturer is currently unknown. The actual device has been returned and is currently pending evaluation. Once the device has been evaluated, a supplemental medwatch report will be sent accordingly.

Event description:
This is report 2 of 2 for the same event: it was reported that during an unspecified cervical surgical procedure, it was observed that the motor device could not secure attachment devices. It was further reported that the hand control device would not go into the lock position while in use with the motor device. As a result, there was a twenty-nine minute delay to the surgical procedure. A spare device was available for use, and the surgical procedure was successfully completed with no further issues. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The device manufacture date had been provided. Therefore, the UDI number has been updated. The actual device was returned for evaluation. Reliability engineering evaluated and it was determined that the device passed all operational specifications and no failure was identified. Therefore, the reported condition was not confirmed and an assignable root cause was not determined. If additional information should become available, a supplemental medwatch will be submitted accordingly.